Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights - hled. As it was stated, moisture was present on the spring arm. During the investigation, it has been established that the described signs of moisture in the spring arm can be the corrosion issue, as it was not possible to place a new brake to remedy the defect due to its stuck. Taking under consideration the information collected up to date, we decided to report this case based on potential as any particles falling into sterile field or during a procedure might cause contamination. It was established that when the event occurred, the surgical light did not meet its specification, since corrosion could be considered as technical deficiency, and in this way device contributed to event. The device was not being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Taking under consideration the number of the claimed devices and install base, we could conclude that the complaint ratio is low. The concentration of chemical products and the stagnation of cleaning agent residues on the disinfected surfaces are the main factors leading to the deterioration of surfaces. To avoid paint degradation and corrosion it is recommended to respect the cleaning instructions, avoiding spraying, high concentrations, prolonged exposure to detergents / disinfectants solutions, and to wipe with a dry cloth and to make sure that no liquid residue is left on the device after cleaning. To reduce the appearance of rust or the degradation of the surface, the technical manual mentions in the preventive maintenance to lubricate some parts of device. To prevent any incident the user manuals mention to perform daily inspections in order to detect paint defects, impact marks or other damages. Maquet sas recommends to perform corrective maintenance to rectify the default after its detection. Minor paint chips can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue. The correction of b5 describe event or problem field deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 5th of august, 2021 getinge became aware of an issue with one of our surgical lights - hled. As it was stated, the moisture was present on the spring arm. Taking under consideration collected up to date information we decided to report this case based on potential for harm as any drop of liquid could potentially fall into sterile field during a procedure what might cause contamination. Corrected b5 describe event or problem: on 5th of august, 2021 getinge became aware of an issue with one of our surgical lights - hled. As it was stated, the moisture was present on the spring arm. During the investigation, it has been established that the described signs of moisture in the spring arm can be the corrosion issue, as it was not possible to place a new brake to remedy the defect. Taking under consideration collected up to date information we decided to report this case based on potential as any particles falling into sterile field or during a procedure might cause contamination.

Event description:
On 5th of august, 2021 getinge became aware of an issue with one of our surgical lights - hled. As it was stated, the moisture was present on the spring arm. During the investigation, it has been established that the described signs of moisture in the spring arm can be the corrosion issue, as it was not possible to place a new brake to remedy the defect. Taking under consideration collected up to date information we decided to report this case based on potential as any particles falling into sterile field or during a procedure might cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 5th of august, 2021 getinge became aware of an issue with one of our surgical lights - hled. As it was stated, the moisture was present on the spring arm. Taking under consideration collected up to date information we decided to report this case based on potential for harm as any drop of liquid could potentially fall into sterile field during a procedure what might cause contamination.